Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with the device. Failure event observed during analysis. Final analysis found an insulation abrasion exposing the outer coil at 5.1 cm to 5.4 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device. The outer insulation, outer coil, inner insulation and inner coil were damaged as a result of clavicular crush.